Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain and failed back surgery syndrome reported stimulation wasn't keeping up with their pain, there was a loss of therapy, and for the last couple of weeks their legs were "going nuts" and getting progressively worse. A request was made to meet with someone for reprogramming. On (B)(6) 2016 the consumer was seen by their healthcare provider (hcp) where they reported they didn't like recharging the device, it wasn't working, it was at end of life, and there wasn't good coverage so the device was replaced with a non-rechargeable device on (B)(6) 2016. There were no complications during or after surgery and the consumer was satisfied with the new system as it was functioning well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.